Event description:
It was reported that the nd clamp tubing was in the air tubing. No patient injury was reported.

Manufacturer narrative:
Customer reported that the nd clamp tubing was in the air tubing. Tamper seals were all intact. Running three accuracy tests, the pump was found to be within manufacturing specifications. Performed visual inspection of pump,nda testing. Unable to determine what caused the problem. Replaced downstream occlusion sensor.

Manufacturer narrative:
Other, other text:.

Event description:
Additional information was received indicating that an over infusion occurred with the pump.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use, it was reported that the smiths medical cadd legacy plus pump exhibited a no disposable clamp tubing alarm and air in tubing. No patient consequences were reported. No adverse effects were reported.

Event description:
Additional information was received indicating that an over infusion occurred with the pump.

Manufacturer narrative:
Other, other text: h2: see b5 and h6(device code).